Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that their insulin pump had damage. The customer¿s blood glucose was 242 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump had crack on reservoir lip ring. The customer stated that the reservoir abler to lock in the place. The customer was advised that the insulin pump needed to be replaced. The device will be returned for analysis.